Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that the saw blade broke during surgery, fragments remains implanted.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.